Event description:
Anesthesiologist intubated pt according to established procedure, using a portex intubation stylet. Nurse noted that the distal portion of the vinyl stylet sheath was missing when the stylet was withdrawn. Approx 5cm to 7cm of the vinyl sheath remained in the pt's endotracheal tube. The endotracheal tube was removed and the pt was reintubated with a new endotracheal and new stylet. The pt was not harmed during the incident.